Event description:
A report was received that the patient was experiencing frequent ipg charging, overheating of the ipg and discomfort while charging, and difficulty communicating remote control with the ipg. It was also reported that patient had non-device related surgery wherein it was unknown if electrocautery was used. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg due to frequent charging and did well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing frequent ipg charging, overheating of the ipg and discomfort while charging, and difficulty communicating remote control with the ipg. It was also reported that patient had non-device related surgery wherein it was unknown if electrocautery was used. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
.